Event description:
Caller reported that the surgeon discovered during surgery that product was wrong. It was discovered that a proximal product was inside a distal labeled package. Caller reported this was discovered when putting it into pt but the doctor was able to change to the correct tube with no injury for the pt however, it was noted that the procedure was delayed due to wrong product. Caller reported that the pt was cannulated with a non-optimal size until they found a right option.

Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.